Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during a demonstration with the t2 kids system, the weld broke with which the handle is attached to the part where you can fix a wire. It was reported that due to the loose weld, only counterclockwise maneuvers with pins was possible. It was reported that the device was used successfully for 6 years.

Manufacturer narrative:
No deviations were found during review of the manufacturing and inspection documents (DHR). The returned universal chuck was documented as faultless prior to distribution. The welding seam from the shaft to the chuck was completely broken due to hitting on metal chuck surface. Hitting the universal chuck on its front is not required in the t2 kids system and therefore not allowed. For hitting for nail insertion the front strike plate on the top of the handle shall be use. As no deviation was found regarding the specification a manufacturing issue was excluded; the broken welding seam was attributed to a misuse by hitting a not intended area. Above deformation were caused by non-intended use either during demonstration or in a former surgery. Functional check prior to use is requested in the labelling. The event was not caused by a deficiency of the device.

Event description:
It was reported that during a demonstration with the t2 kids system, the weld broke with which the handle is attached to the part where you can fix a wire. It was reported that due to the loose weld, only counterclockwise maneuvers with pins was possible. It was reported that the device was used successfully for 6 years.